Event description:
It was reported that the patient experienced problems and pain at the implant site, which she had for awhile. The patient had pain right after she was implanted and was feeling it all the time, but thought at first it was part of the healing. The patient was getting a lot of pain when she sat down. She went to see her health care provider (hcp) 6 weeks after being implanted and he shut it off because he wanted to see what was going on. They did not know what caused the pain. The stimulation was off for a long time. The patient's hcp suggested she turn stimulation back on now as she was experiencing a return of bladder symptoms. When she went to hcp, the batteries in the patient programmer were dead. The patient being able to make adjustment only when antenna is attached to the patient programmer. Once the patient was able to get to therapy screen, it showed stim off at 4.1v on program #1. When patient turned stimulation on, it was painful. The patient had difficulty communicating and she had to use it without the antenna, so it did take her awhile to communicate and actually turn down as patient wanted to use the antenna, but that wasn't working. Later it was determined that patient did not turn stimulation off, but eventually was able to decrease to 3.7v and it felt better. After the device was turned back on, about a few weeks to 1 month later, the patient started having pain in stomach area because when she went to urinate she was not able to go. The patient then used her programmer and the batteries were dead. She changed the batteries and increased stimulation. It helped and the issue was resolved. The patient confirmed she was getting symptom relief from the therapy, but she mentioned that sometimes if she has to go really bad in the morning she might have an accident. This morning the patient already went to the bathroom but then she needed to go again. Somebody else was in the bathroom and she ended up having an accident.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# v470263, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).